Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted and replaced.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited early recommended replacement time (rrt). The icm has been in use for 12 months and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the hybrid revealed the device was confirmed to be at an end of service (eos) condition. The battery voltage was below the level that would support telemetry. Due to extensive explant sapphire damage, no initial bench characterization or data collection could be retrieved for analysis. After the scsp and rfm modules were extracted, analysis found no hybrid current drain anomalies that would account for the battery depletion. Analysis of the battery revealed a cathode particle was found on the ft end of the header but was unlikely to cause a short. Leakage current measurements between the ft pin and case cover with and without the headspace insulator were measured to be 5.1 na and 1.5 na, respectively. The magnitude of this leakage current suggests that there was no additional shorting path. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.